Event description:
It was reported that the scale was inaccurate and the head end lift was not functioning correctly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell.